Event description:
Patient has chronic neck and right arm pain. She has had a spinal cord stimulator that has given her good relief over the years. This is a st. Jude ans device. She started getting shocks about a year ago. She gets them when she lies down and sometimes when she raises her arm. It is the shocks that have led her to want to do something about the generator. She received a recall notice recently from ans/st. Jude and she wonders if it needs to be replaced. She has not contacted the ans representative but the device is creating pain.what was the original intended procedure?spinal cord stimulator.